Event description:
It was reported to nova biomedical that a consumer received a result of 199 mg/dl on their blood glucose meter. The consumer reported she experienced a hypoglycemic event and her spouse drove her to the emergency room. There they tested her with their blood glucose meter getting a reading of 54 mg/dl. It was found during the phone call, the consumer leaves the cover to vial open for easier access to the test strips. This storage is against our directions for use and can compromise the integrity of the test strips. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.